Event description:
It was reported that during coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 1.5x15mm non bsc balloon and then the 2.50x20mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed from the pt and it was noted that the stent was damaged. The procedure was successfully completed with a 2.50x16mm taxus liberte stent with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(4).